Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 50 mg/dl with associated symptoms of confusion and unsteadiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the time/date reverted to the default setting when the batter was removed for less than 24 hours. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy.